Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Pump received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump gave motor error alarm. Customer stated that the insulin pump was able to clear the alarm. Customer stated that the insulin pump was able to complete the rewind. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.